Event description:
A surgeon reported noting deposits on the intraocular lenses (iols) of several patients. Some of the patients have decreased visual acuity. Additional information has been requested.

Manufacturer narrative:
No product was returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 06/25/2009.